Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.